Event description:
The pt was implanted with two percutaneous leads (from same lot) for an scs trial on (B)(6) 2011. It was reported that during the trial there was a wet tap. After the lead was placed the pt complained of pain in her foot. The physician said it was nerve foot pain. The pt was programmed and went home. The pain persisted and the next day the leads were pulled and the trial ended. The physician advised that there was no specific diagnosis pertaining to this event. The symptoms are currently partially resolved and appear to be temporary. There were no imaging studies conducted after the onset of symptoms and no further intervention has been conducted. The physician implied that the pt's symptoms were not device related. The next plan of action for the pt is to allow her one month to recover and then conduct a re-trial. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.